Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported overstimulation that was suddenly occurring intermittently. The patient was having problems with the spinal cord stimulator (scs). When he tried to set it at a certain point, it would start off fine, but then it would jump up and feel like the stimulation was increasing. This would happen randomly, but if he went to lie down, turned a certain way, or sat down he would notice this happen. The stimulation charge being reported was related to positional movement. There was a recent medical test or electromagnetic environmental exposure. These problems started after having a surgery. Relevant medical history included chronic low back pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.